Event description:
Reportedly, the subject ICD was implanted with new leads, in order to replace a previous system for which pacing inhibition episodes due to ventricular lead artefacts were observed. The patient is pacing dependent. Several days after the implantation, artefacts within 0.4 mv and 2.4 mv were noted on the ventricular channel, leading to pacing inhibition episodes. The physician reopened the pocket and tested that a proper connection was ensured between the ICD and the ventricular lead. He disconnected the lead, cleaned the connector port and reconnected the lead, but similar artefacts could still be observed, leading to pacing inhibition. Eventually, the physician decided to explant both the ICD and the ventricular lead and to replace them with new devices.

Event description:
Reportedly, the subject ICD was implanted with new leads, in order to replace a previous system for which pacing inhibition episodes due to ventricular lead artefacts were observed. The patient is pacing dependent. Several days after the implantation, artefacts within 0.4 mv and 2.4 mv were noted on the ventricular channel, leading to pacing inhibition episodes. The physician reopened the pocket and tested that a proper connection was ensured between the ICD and the ventricular lead. He disconnected the lead, cleaned the connector port and reconnected the lead, but similar artefacts could still be observed, leading to pacing inhibition. Eventually, the physician decided to explant both the ICD and the ventricular lead and to replace them with new devices. Preliminary analysis revealed that the reported behavior could have resulted from a lead and/or lead connection issue.

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior could have resulted from a lead and/or lead connection issue.

Event description:
Reportedly, the subject ICD was implanted with new leads, in order to replace a previous system for which pacing inhibition episodes due to ventricular lead artefacts were observed. The patient is pacing dependent. Several days after the implantation, artefacts within 0.4 mv and 2.4 mv were noted on the ventricular channel, leading to pacing inhibition episodes. The physician reopened the pocket and tested that a proper connection was ensured between the ICD and the ventricular lead. He disconnected the lead, cleaned the connector port and reconnected the lead, but similar artefacts could still be observed, leading to pacing inhibition. Eventually, the physician decided to explant both the ICD and the ventricular lead and to replace them with new devices.

Manufacturer narrative:
Please refer to the attached analysis report.